Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient was injured in a car accident. It was reported that they had acute pain in their right shoulder and had a new onset of numbness, tingling and pain in the cervical spine as a result of the motor vehicle accident. It was reported that the accident occurred after a snowstorm and a car was going particularly fast and cut over and the patient ran into the side of the car. It was reported that since that time they had right foot ¿shocks¿. It was stated that the patient met with a manufacturer representative (rep) and they were able to adjust the stimulator and reported that this was better. However, it was reported that the patient continued to have numbness in their bilateral hands as a result of the accident. It was reported that when they are sleeping they wake up with their hands being totally numb. They stated that their hands also go numb when they hold them up high, like when they have their phone in their hand. It was reported that the patient continued to have pain in their right shoulder. They stated that they had a limited range of motion with their shoulder. It was indicated that x-rays of the cervical, thoracic and shoulder were done after the accident, but the patient had not had an MRI of these areas. An MRI of their shoulder was order for today. It was also reported that the patient continued to have pain in their thoracic spine as well. It was stated that it was not as severe, but was very troublesome. The doctor wrote, they were likely suffering from a whiplash injury. It was reported that after the stimulator the patient was doing so well and was able to start exercising and now they felt like they were back at square one. It was reported that the patient was taking 1 msir 15 mg at bedtime which helps them sleep through the night and they stated it works well to control their pain and that they don¿t wake up in pain. During the day they take one half tablet of percocet 10-3 25 mg that they were prescribed in the past. The patient¿s pain was described to range between a 6 and a 10. The pain was between their shoulder blades and their lower back and neck. It was indicated that the patient had new numbness, tingling and weakness. His right shoulder and cervical back has decreased range of motion, tenderness and pain. It was reported that the patient had a medical history of back pain, cancer (cms/hcc), chronic pain disorder, depression, exercise tolerance finding, hearing deficit, mptp (methyl phenyl tetrahydropyridine induced parkinsonism) (sms/hcc), (B)(6) and ptsd (post-traumatic stress disorder). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated their therapy is turning off by itself. The rep stated that the patient was in a wreck and following that they sent a message to the rep which stated: "my programmer cannot find device. I cannot communicate to any area and handheld screen was acting all sketchy. Handheld was not in the car at time of accident. Handheld also said device is off. Now it is working just don't know if I somehow damaged the implant." The rep stated that he is planning to meet with the patient today. The rep wanted to know if there was any device diagnostic to review in this case. No further complications were reported. No patient symptoms were reported. Please refer to (B)(4), atypical occurrences with the pc.